Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, the ventilator's battery alarmed and became inoperable. There was no serious injury or death associated with this event.